Event description:
It was reported that the user experienced elevated blood glucose after eating breakfast without announcing the meal to the ilet system and was counseled on the importance of proper meal announcement to avoid hyperglycemia; blood glucose was trending down at the time of the call. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included a review of use error and user education. Investigation of this case revealed a missed meal announcement leading to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.